Manufacturer narrative:
Eval summary: the analysis results found that the device arrived in good visual condition with 9 staples present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green range. No functional test could be performed, as the rotating knob was noted to be damaged not allowing the device to close. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. While no conclusion could be reached as to how the device got damaged, this damaged is related to when excess torque force is applied to the rotating knob. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a pph procedure, the device was closed and fired. Upon removal, it was observed that the anterior side of the staple line, the staples were malformed. The case was completed using sutures. There was no pt consequence.